Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that there was an emergency room visit for her high blood glucose readings. The customer stated that she is not feeling well after having outpatient testing. The customer stated that she also had high and low readings so she was using the pump to correct the dosage. The customer was walked through with her temporary basal. The customer was advised to call back if issues persist.